Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was ext rinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was noted the right ventricular (rv) lead had outer insulation damage. The rv lead exhibited noise, undersensing, and low impedances. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.